Event description:
The customer reported non-reproducible troponin I (access accutni+3) results on their unicel dxi 800 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer repeated the sample on the same unicel dxi 800 access immunoassay system and obtained lower results. The customer was unable to provide exact value for the repeat result. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was admitted to the hospital in association with the elevated access accutni+3 result obtained. All system parameters (including quality control (qc), system check and precision run) were within assay and instrument specifications. The patient sample was collected in lithium heparin non-gel tubes. Sample processing information such as centrifugation speed and time were not provided. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The lot number of the access accutni+3 reagent was not provided. Therefore, the expiration and manufacture dates cannot be determined. The customer performed hardware verification by performing a passing system check and passing precision run. No hardware or system issues were identified as contributing to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.